Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that no image and error b30 were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Device evaluation has confirmed the reported issue. Evaluation noted no image and error b30 due to the damaged housing of the plug unit and a defect in the micro connector flexible printed circuit board. A definitive root cause could not be identified reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit that could lead to image defects. Olympus will continue to monitor field performance for this device.